Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). D10: concomitant medical products - additional, h2: additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced convulsions, eyes were rolling back and was clammy and sweaty. The patient´s child called an ambulance around 10:55-11:43. The cgm was reading 133 mg/dl and there was no bg taken as the patient was unable to fingerstick at the time. When the paramedics arrived they took a bg reading which was 42 mg/dl. There was no information about treatment provided to the patient. At the time of the report the patient was fine. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Diabetes mellitus is a known cause of seizures.